Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had a fracture of the outer conductor. Pacing impedance measurements were greater than 2500 ohms in bipolar configuration; however, a measurement of 276 ohms was produced in unipolar configuration. No adverse patient effects were reported.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that surgical intervention was undertaken. This right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.